Event description:
The customer reported that the device 60-6085-201a medium,uterine manipulator was being used during a robotic lavh on (B)(6) 2026 and there was a ¿hole in balloon.¿ there was no impact or injury to the patient or user. There was a 15-20 minute delay. ¿opened another vcare if noticed prior to surgeon controlling robot; or nothing as it fell out of uterus after procedure started.¿ this report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.